Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device/ expulsion'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), salpingitis ('salpingitis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "evice and ineffective". The patient's medical history included migraine. Concurrent conditions included abdominal pain lower and pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophene) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pelvic area pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta) and surgery (ablation, hysterectomy (full), salpingectomy (unilateral) and hysterectomy (full), salpingectomy (unilateral), d and c). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal infection and urinary tract infection had resolved and the salpingitis, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, post procedural complication, salpingitis, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2006. In left ostia 2 trailing coils were visible in uterine cavity and in right side 12 trailing coils were visible in uterine cavity. Discrepancy noted : previously reported that "essure device was successfully occluded" now plaintiff claims that "did not undergo any essure confirmation test". Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menometrorrhagia, dysmenorrhea, back pain, abdominal pain lot number 508837 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), salpingitis ('salpingitis'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "evice and inffective". The patient's medical history included migraine. Concurrent conditions included abdominal pain lower and pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophene) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pelvic area pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, hysterectomy (full), salpingectomy (unilateral) and hysterectomy (full), salpingectomy (unilateral), d and c). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown and the ectopic pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, salpingitis, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2006. In left ostia 2 trailing coils were visible in uterine cavity and in right side 12 trailing coils were visible in uterine cavity. Discrepancy noted : previously reported that "essure device was successfully occluded" now plaintiff claims that "did not undergo any essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menometrorrhagia, dysmenorrhea, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and medical records received: lot number was added. Patient demography and reporter information added. New events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, expulsion of essure device, abnormal uterine bleeding, salpingitis were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), salpingitis ('salpingitis'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) (batch no. 508837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "evice and inffective". The patient's medical history included migraine. Concurrent conditions included abdominal pain lower and pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophene) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pelvic area pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, hysterectomy (full), salpingectomy (unilateral) and hysterectomy (full), salpingectomy (unilateral), d and c). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown and the ectopic pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, salpingitis, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2006. In left ostia 2 trailing coils were visible in uterine cavity and in right side 12 trailing coils were visible in uterine cavity. Discrepancy noted : previously reported that "essure device was successfully occluded" now plaintiff claims that "did not undergo any essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menometrorrhagia, dysmenorrhea, back pain, abdominal pain most recent follow-up information incorporated above includes: on 18-oct-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), salpingitis ('salpingitis'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "evice and inffective". The patient's medical history included migraine. Concurrent conditions included abdominal pain lower and pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophene) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pelvic area pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, hysterectomy (full), salpingectomy (unilateral) and hysterectomy (full), salpingectomy (unilateral), d and c). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown and the ectopic pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, salpingitis, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2006. In left ostia 2 trailing coils were visible in uterine cavity and in right side 12 trailing coils were visible in uterine cavity. Discrepancy noted : previously reported that "essure device was successfully occluded" now plaintiff claims that "did not undergo any essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menometrorrhagia, dysmenorrhea, back pain, abdominal pain. Lot number 508837 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), salpingitis ('salpingitis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "evice and inffective". The patient's medical history included migraine. Concurrent conditions included abdominal pain lower and pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophene) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pelvic area pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta) and surgery (ablation, hysterectomy (full), salpingectomy (unilateral) and hysterectomy (full), salpingectomy (unilateral), d and c). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the ectopic pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, post procedural complication, salpingitis, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date:- ??-(B)(6) 2010 and (B)(6) 2006. In left ostia 2 trailing coils were visible in uterine cavity and in right side 12 trailing coils were visible in uterine cavity. Discrepancy noted : previously reported that "essure device was successfully occluded" now plaintiff claims that "did not undergo any essure confirmation test". Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menometrorrhagia, dysmenorrhea, back pain, abdominal pain lot number 508837 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events were added: uti and post removal complications. Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, bladder and urinary problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device and ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection") and psychological trauma ("psych injury") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full),salpingectomy. (Unilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, migration and bladder/urinary problems. Discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Category of case changed to incident. Patient demographic added. New event abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), psych injury,pregnancy: ectopic, migration, psych injury, vaginal infection, urinary problems and bladder problems were added. Outcome of the event pelvic pain updated to recovered. Model no of essure updated as per insertion date. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.